Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During manipulation of the screw and rod construct and while using the persuader tool one of the screw heads disconnected from the bone screw. It was not possible to explant the screw at that time and the surgeon left it in place. Patient consequence?: unknown. Action taken for procedure: the surgeon left the screw implanted. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.